Manufacturer narrative:
The end-user described the sequence of events as being in process of exiting a transport vehicle via an incorporated ramp, driving the device via a joystick controller. End-user reports during the transition, the device unexpectedly accelerated and before they could respond, the device drove off the side of the ramp resulting with the device landing atop the end-user on the ground. Reports indicate the end-user sustained multiple fractures to both left and right legs, ankles, and feet which required medical intervention within a hospital setting. The device was inspected and evaluated by permobil representatives in conjunction with the local service provider. Finding reports indicate the device remains fully functional with no signs of a device malfunction having occurred that may have contributed to the event. The allegation of "involuntary acceleration" was unable to be confirmed or replicated through testing, leaving permobil unable to determined possible root cause of event without speculation. After inspection was completed, the device was returned back to the end-user with no reports of recurring issues being received. The dcr was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report claiming while the end-user was exiting van via a ramp, the device reportedly accelerated which caused the end-user to lose control and drive off the side of the ramp, falling to the ground. This resulted in injuries to the end-user requiring medical intervention to address.